Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 29618 was returned and analyzed. Visual inspection showed the sheath was intact with no apparent issues. Functional testing indicated the steering mechanism works properly. Both the sheath distal tip and dilator tip were intact, no fracture, breakage or kink on shaft were noticed. No teflon delamination was noticed at the tip of the shaft. The sheath tip was atraumatic and with no sharp edges. Functional testing of the sheath showed that the deflection worked as per specification. In conclusion, the reported kink on shaft issue has not been confirmed through visual inspection. The sheath passed the returned product inspection as specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath curve could not be removed. The sheath was removed, and was still curved. The case was completed with cryo. No patient complications have been reported as a result of this event.